Manufacturer narrative:
Patient identifier corrected from (B)(6) to (B)(6).

Event description:
Reprise IV study. It was reported that left bundle branch block(lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve into the proper anatomical location. Post implant procedure summary: on the same day of the index procedure, the subject developed new onset of left bundle branch block(lbbb). Electrocardiogram was performed as diagnostic procedure for this event. At the time of reporting, the event was considered not recovered. The subject was discharged on the next day. 8 days post index procedure, electrocardiogram(ECG) revealed new onset of third degree av block with junctional escape and right bundle branch block. The subject was admitted on the same day through the emergency department for further evaluation and treatment. Electrophysiology consultation was recommended for permanent pacemaker implantation. 11 days post index procedure, a new dual chamber non-bsc permanent cardiac pacemaker was implanted successfully. At the time of reporting, the event was considered recovering. The subject was discharged the next day on aspirin, clopidogrel, lisinopril and carvedilol. It was further reported that: 2 days post index procedure, ECG revealed new onset third degree av block with junctional escape and right bundle branch block. All events are considered recovered.

Event description:
Reprise IV study it was reported that left bundle branch block(lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve into the proper anatomical location. Post implant procedure summary: on the same day of the index procedure, the subject developed new onset of left bundle branch block(lbbb). Electrocardiogram was performed as diagnostic procedure for this event. At the time of reporting, the event was considered not recovered. The subject was discharged on the next day. 8 days post index procedure, electrocardiogram(ECG) revealed new onset of third degree av block with junctional escape and right bundle branch block. The subject was admitted on the same day through the emergency department for further evaluation and treatment. Electrophysiology consultation was recommended for permanent pacemaker implantation. 11 days post index procedure, a new dual chamber non-bsc permanent cardiac pacemaker was implanted successfully. At the time of reporting, the event was considered recovering. The subject was discharged the next day on aspirin, clopidogrel, lisinopril and carvedilol. It was further reported that: 2 days post index procedure, ECG revealed new onset third degree av block with junctional escape and right bundle branch block. All events are considered recovered. It was further reported that: no action was taken to treat the event the lbbb, but the subject was s discharged home with a holter monitor. On the same day of the index procedure, monitored rhythm indicated av dissociation and rbbb. 12 days post index procedure the events were considered resolved.

Manufacturer narrative:
A1: patient identifier corrected to (B)(4). B5 describe event or problem and b7 other relevant history: new information added.

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated deployment of a 27 mm lotus edge valve into the proper anatomical location. Post implant procedure summary: on the same day of the index procedure, the subject developed new onset of left bundle branch block(lbbb). Electrocardiogram was performed as diagnostic procedure for this event. At the time of reporting, the event was considered not recovered. The subject was discharged on the next day. 8 days post index procedure, electrocardiogram(ECG) revealed new onset of third degree av block with junctional escape and right bundle branch block. The subject was admitted on the same day through the emergency department for further evaluation and treatment. Electrophysiology consultation was recommended for permanent pacemaker implantation. 11 days post index procedure, a new dual chamber non-bsc permanent cardiac pacemaker was implanted successfully. At the time of reporting, the event was considered recovering. The subject was discharged the next day on aspirin, clopidogrel, lisinopril and carvedilol.